Manufacturer narrative:
(B)(6). (B)(4). The product ID and lot number of the suspect products cannot be identified. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fusion at th2-th9 (performed tes surgery at the two vertebral body and fusion 3s-3b upper and lower of it) about 10 years ago.post-op, breakage of right side of rod at th5/6 was observed. Revision surgery was performed to replace the rod for new one on (B)(6) 2016. Both sides of rods and setscrews were replaced with others the surgeon commented that he considered the burden was applied to the rod because the bone had not been unified so the rod was broken. The product came in contact with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis :visual review confirms rod fracture. Multiple witness marks noted on rod. Visual and optical examination identified witness marks consistent with mas crown immediately adjacent to the initial crack propagation area. Fracture surface damage and smearing is noted. Examination of the fracture surface identified multimodal fracture, with initial region ~20% of the cross-sectional area consistent with of sub-critical overload, as evidenced by the dimpled appearance due to microvoid coalescence, and the concave dimples oriented to the site of initial crack propagation. The area is followed by gently bowed progressive convex striations or beach marks through the remainder of the cross-sectional area until subsequent mechanical failure. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine specific root cause of the foregoing event due to evidence that could support multiple conclusions.